Manufacturer narrative:
The customer returned the suspected contour® next gen meter with serial # (B)(6) and contour® next test strips from lot # 4fheg43a for evaluation. The returned meter and returned test strips were used for in-house testing, using blood spiked with glucose at 134 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly marked as blood results in the meter's memory.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer ran a blood glucose test with the contour® next gen meter and obtained a reading of 183 mg/dl at 7:27 a.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.